Event description:
Plaintiff alleges suffering severe and irreversible type-I latex allergy. As a result of this he alleges suffering from sneezing, coughing and tearing and is at risk of suffering anaphylactic reactions. Further alleges being forced to abandon his career and will continue to suffer substantial loss of earnings and loss of earning capacity.